Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, tip air leaking, bending section cover scratched, bending section cover adhesive chipped, bad device angle, and damaged image sensor. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for exhibiting image defect and abnormal image color (magenta only, green only image). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defect of the image sensor unit, failure of the internal board of the video connector unit, or the system caused the reported event. The root cause could not be determined. Additional information added. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.